Event description:
Multi stent procedure. The stent had already been placed. The ivus was inserted via a catheter and in doing so it became lodged between the stent and the outside wall of the artery. Numerous attempts to dislodge the device were attempted and failed.